Event description:
Cautery holster that comes in the breast pack breaks off the loop that is used to secure the holster to the sterile drape. The cautery pencil does not have a protected place to be held without it. Potential for inadvertent activation of the pencil with potential burn/fire. The cautery pencil can also puncture the sterile drape inadvertently. Staff in breast service line report 50% of the holsters fall apart. Per safety report author notes "this is occurring in many other manufacturer packs also". Or team additionally reported that the bovies used as a single use item do not have the same issues as the ones in the packs. Manufacturer response for holster pencil cautery, valleylab rocker switch pencil holster (per site reporter). Representative has taken the pieces of equipment back to the company and submitting the information for review.